Manufacturer narrative:
Preliminary analysis of the returned device did not reveal any anomaly.

Event description:
Reportedly, the subject pacemaker was replaced after observing several episodes of pacing failure. The implanted ventricular lead hasn't been explanted but no electrical abnormalities were observed during tests with the pace system analyzer, anyway a new lead has been implanted during the pacemaker replacement procedure. The subject pacemaker was returned for analysis. Preliminary analysis of the returned device did not reveal any anomaly.

Event description:
Reportedly, the subject pacemaker was replaced after observing several episodes of pacing failure. The implanted ventricular lead hasn't been explanted but no electrical abnormalities were observed during tests with the pace system analyzer, anyway a new lead has been implanted during the pacemaker replacement procedure. The subject pacemaker was returned for analysis.

Event description:
Reportedly, the subject pacemaker was replaced after observing several episodes of pacing failure. The implanted ventricular lead hasn't been explanted but no electrical abnormalities were observed during tests with the pace system analyzer, anyway a new lead has been implanted during the pacemaker replacement procedure. The subject pacemaker was returned for analysis. Preliminary analysis of the returned device did not reveal any anomaly.